Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedances, greater than 2000 ohms, on the left ventricular channel. There are no plans to revise the system at this time. This crt-d remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that the left ventricular (lv) lead was surgically abandoned and replaced. During the revision the lv lead was tested via a pacing system analyzer (psa) and the high impedances were recreated. Additionally, a potential lv lead fracture was observed via fluoroscopy. This crt-d remains in service. No additional adverse patient effects were reported.